Event description:
I was having severe cramps, itching, and burning for the entire mouth, so my doctor ordered an ultrasound; when I went in, my doctor prescribed me 5 mg norethindrone; it helped the cramps but still had itching and burning, so I found that it got worse during intercourse, so we started using condoms which helped some but still going on and my cramps are not what they were but they're coming more often and it feels like my insides are being pinched (B)(4).

Event description:
(B)(4). On (B)(6) 2014 I had a total hysterectomy to remove essure leaving just ovaries.

Event description:
(B)(4). I found out on (B)(6) 2014 that I have a nickel allergy that reads at a 3+++